Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device got stuck on tissue. They could not release the jaws. They used another clip applier, clipped both sides and then cut it off. No tissue damage was noted. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4) device fired through lockout the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)